Manufacturer narrative:
The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions related to the reported event. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for lot number 19c00050 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on lot number 19c00050, which confirmed that there were two (2) other similar events reported on this lot. The aquabeam robotic system's instructions for use (IFU), ifu310301, rev. F, was reviewed and "bleeding" is listed as a potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. For corrected data, please refer to catalog #. The initial report had the device catalog # listed under the model #. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure on (B)(6) and was discharged on (B)(6). No sequelae was reported at the time of discharge. It was reported on (B)(6) that the patient was admitted to another hospital after developing deep vein thrombosis (dvt) and pulmonary embolism (pe). The admission date is unknown at this time. The dvt and pe were treated with anticoagulation which led to gross hematuria. The patient then received a transfusion. No device malfunction/deterioration or further sequelae was reported.